Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vessel perforation, vascular dissection, slow or no reflow phenomenon, and distal embolization are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a distal superficial femoral artery (sfa). Two low speed treatments and one medium treatment were performed. There were no patient complications observed related to the oad. The clinical event committee reviewed procedural images and concluded that the diamondback 360 peripheral orbital atherectomy device possibly contributed to a major dissection, contributed to a distal embolization, contributed to slow flow, and contributed to a perforation. No further information is available.